Event description:
It was reported the patient underwent total shoulder arthroplasty on (B)(6), 2009. Subsequently, patient fell and radiographs confirmed fracture of the humeral tray. A revision procedure was performed on (B)(6), 2011 to replace the humeral tray,

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on (B)(6), 2011. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2011-00779). The report filed on (B)(4), 2011.